Event description:
A savi applicator used for accelerated partial breast irradiation malfunctioned allowing fluid to leak into one of the high dose rate (hdr) iridium-192 (ir192) source channels. Because of the leak that channel was not used for the treatment. The fluid if allowed to come in contact with the hdr ir192 source can cause damage to the hdr unit and potentially the ir192 source such that it could shear off due to rust formation. If the fluid contaminates the hdr unit, it could cause delay in treatment for the pt as well as other hdr pts while the unit is rebuilt and the source prematurely exchanged. The desired treatment volume and dose were achieved using the remaining channels. Dates of use: (B)(6) 2014.